Event description:
It was reported that the customer was hospitalized for hbgs. It was indicated that the customer has gastroparesis and multiple medical problems. It was stated that the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. During the high pressure test, the alarm would not occur. At that time, the customer was told that the pump will be replaced.